Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones. Upon interrogation, the device displayed a yellow screen with the message that the device was in the presence of a magnet. Boston scientific technical services (ts) discussed a stuck magnet switch and programming around this. The device was re-interrogated and the yellow screen was displayed again. Ts discussed that the device will continue to display a yellow screen upon interrogation. It was confirmed that the device was in monitor plus therapy mode. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.